Manufacturer narrative:
The ldh reagent lot number was 771956. The expiration date was not provided. The field service engineer (fse) found water droplets in the cuvettes and the water degasser since it was full of water. He performed a water pressure adjustment and replaced the water degasser. He decontaminated the solenoid valve (sv) flow path and replaced the sv, the vacuum diaphragms, and the rinse tubing. The fse also found the rinse nozzle of the cuvette rinse station partially clogged with foreign material. He unclogged the rinse nozzle and adjusted the cuvette rinse levels. The fse then performed cell blank measurement, test performance, calibration, and qc and they were all successful. He verified that the instrument was performing within specifications. The root cause was consistent with water droplets left over in the reaction cells. The service actions performed by the fse resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with ldh assay on a cobas c503 analytical unit when compared to a different cobas c503 analytical unit. The sample was initially tested and obtained a data flag with no result. 1st repeat result: 176 u/l (tested on the same c503). 2nd repeat result: 217 u/l (tested on another c503). 3rd repeat result: 255 u/l (tested on the same c503). 4th repeat result: 228 u/l (tested on another c503). No questionable results were reported outside the laboratory. The repeat result of 228 u/l was reported to the physician.